Manufacturer narrative:
A clear root cause could not be identified. For bd serum tubes a clotting time of at least 30 minutes is necessary. Therefore, preanalytic issues could not be completely excluded as root cause. A general reagent problem could be excluded.

Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). The calibration and qc results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable high troponin t hs elecsys result from the cobas 8000 - cobas e 602 module. The initial result was 18 ng/l and was reported outside of the laboratory. The result from a sample taken one hour later was <5 ng/l. The clinician queried the results and the samples were repeated. Both samples had repeat results of <5 ng/l.